Event description:
Journal reference: van voskuilen ac, weil ehj, kerrebroeck pevav. Tined lead implantation: results of the first 37 implants in maastricht. Neuromodulation. November 20, 2004;8(3):182-193. Patients with urgency-frequency (uf), urge incontinence (ul), or urinary retention (ur), who were refractory to conservative therapy, underwent a staged test procedure using the new tined lead. Thirty patients were implanted, with follow-up data available on 28 patients. Reportable event: one patient underwent explantation due to psychiatric reasons.

Manufacturer narrative:
See scanned pages.